Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt. The dilator had been perforated 13.70¿ proximal to the distal tip and the sheath had been perforated 12.60¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the device perforation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A hole was noted in the sheath during the procedure. The transseptal needle could cross the hole. The device was replaced to continue the procedure with no consequences to the patient.